Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had long delay to the response of the buttons being pushed. The customer¿s blood glucose was unknown at the time of incident. Customer states that numbers are not ramping on their own and roll bar was not moving with no input. Customer states the easy bolus feature is off and block mode was inactive. The insulin pump will not be returned for analysis.